Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) observed that a firmware update had been pushed but the station had not rebooted. After rebooting, the drawer firmware updated successfully, all hardware test application (hta) tests passed, and the customer accessed storage without issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 was fails consistently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.